Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with damaged lens. The review of device history log identified following event: battery depleted (B)(6) 2018 2:05:00 pm. Functional testing included simulated use testing. Simulated use testing confirmed the battery depletion alarm by running the pump produces the battery depletion alarm with constant alarm. During further investigation, the pump was opened and motor current measured within specification. Visual inspection found the uso wires getting in tangled with the motor gear resulting in stopping the motor from rotating and depleting the batteries. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this cadd legacy plus infusion pump was constantly alarming "battery depleted". No adverse effects were reported.